Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, when stapling the stomach, the stapler stopped midway through the firing of a sleeve. The 4th row of the staple line looked jagged and was incomplete centrally. The jaws of the device locked on the tissue and opened up on its own and the stapler was removed. They fired across staple line to complete the case. There was no patient injury.